Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that prior to use, there was no wireless telemetry possible during the first interrogation of the device. The device was not implanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and the returned device indicated current leakage in an integrated circuit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.